Event description:
The customer reported that he went to urgent care due to high blood glucose levels, with a reading of 325 mg/dl. The customer stated that he had been getting error alarms on the insulin pump, but had been ignoring them. The customer also stated that the insulin pump had unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.